Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle, covering the balloon's proximal end. The procedural sheath was pulled back against the proximal end of the shuttle. Sealant was protruding from the shuttle cartridge side slit. Shuttle movement was checked and slight resistance was felt. Subsequent to unsheathing, it was immediately observed that the proximal sealant appeared to have swelled, which is indicative that it was exposed to saline. The proximal end of the sealant was found wedged between the advancer tube and shuttle cartridge which may have contributed to the device jamming. The catheter, procedural sheath, advancer tube and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The review of the lot history record (f1621601) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which may have prevented the procedural sheath from being retracted during the procedure. Also, high tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to a device jam. However, the root cause of the device deployment jam could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed. This is report 1 of 2; from the same user facility as MFR report #: 3004939290-2016-00279.

Event description:
This is a report of a mynxgrip 6f/7f vascular closure device that did not deploy properly. As a result, a femostop had to be used to achieve hemostasis and the patient's hospitalization was extended for monitoring. Patient injury was noted. This has been an issue with multiple operators. The device was stored as per labeling. Additional information was requested, but is not available at this time. This report is 1 of 2.